Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, the pump intermittently stopped charging when the tandem usb cable was touched while plugged into the pump's usb port. Reportedly, the issue was resolved by using an alternate usb cable. The customer's blood glucose (bg) was 140 mg/dl.